Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
PICC line placed as replacement PICC on per form (B)(6) penn hospital #2 hub cracked and leaked at 1755pm on (B)(6) 2022. Per customer approximately 23 hours after insertion. PICC d/c¿ed. Piv placed because patient on tpn, lipids, and antibiotics this is the same patient as agh west penn hospital per form #2. Patient had two PICC insertions within approximately 23 hours.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One sample was returned for review. Visual inspection of the returned sample confirmed a crack in the hub which could result in leakage. Several complaints have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 has been initiated to address this issue and is currently under investigation. The CAPA will identify the specific causes and corrective actions to be taken. CAPA 2021-039 has been initiated to address this issue and is currently under investigation. The CAPA will identify the specific causes and corrective actions to be taken.

Event description:
PICC line placed as replacement PICC on per form agh west penn hospital #2 hub cracked and leaked at 1755pm on 3/13/2022. Per customer approximately 23 hours after insertion. PICC d/c¿ed. Piv placed because patient on tpn, lipids, and antibiotics this is the same patient as agh west penn hospital per form #2. Patient had two PICC insertions within approximately 23 hours.